Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a sponge that was found to be outside of the minicap, inside the pouch. This was found before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.